Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that there appeared to be an obstruction somewhere along the pump segment of the catheter. They were assuming that it was what was causing the volume discrepancy having ruled everything else out. The pump segment of the catheter was replaced. No additional complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 6.467 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having a catheter revision on (B)(6) 2019. Per the reporter, about a month ago, the hcp went to do a refill and found a volume discrepancy. The actual residual volume (33 ml) was greater than the expected residual volume (4.5 ml). This was believed to be the first volume discrepancy with the pump. The reporter was unsure whether they did a dye study or any catheter diagnostics prior to the scheduled revision. The pump logs showed no abnormalities and the hcp had ruled out a programming error. No patient symptoms were mentioned. No further complications were reported/anticipated.